Event description:
Caller reported that battery charge dropped rapidly to 65% within a short period. There was no adverse impact to the customer's blood glucose level reported. Customer received a new wall adapter and usb cable. No additional information was received.